Manufacturer narrative:
The instrument has een investigated with the customer over the phone. Customer reports all their hand held barcode scanners are reading an a or b in place of the number 4 problem is intermittent.